Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Customer reported pilot balloon leak. Customer reported decannulation and recannulation of a replacement tube was not required. Customer confirmed that no additional harm to the patient. Customer confirmed that no fault was identified during pretesting efforts.